Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in (B)(4) and was visually inspected. Results: visual inspection revealed a vertical crack line on the dome. It was also identified that the water occurred when an airflow was connected to the chamber. Conclusion: with the information available, we were unable to conclusively determine the cause of the reported event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility that an mr290 vented autofeed humidification chamber was leaking water due to cracked dome. There was no reported patient consequence.